Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire of the hydratome broke on one end leaving the other end hanging. It was reported that the no part was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.